Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem. It was further reported that the footend corner bumper guards were damaged and exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.